Event description:
Consumer complaint of blood result reading of "hi." Customer states that she feels well and requires no medical attention at this time. Customer's expected blood results are 100-400mg/dl fasting. Verified the strips expire 04/14/2018. Customer confirms storing the strips on the kitchen table and were first opened (B)(6) 2015. Reviewed meter memory: 1:122mg/dl fasting: yes; 2:221mg/dl fasting yes; 3:284mg/dl fasting yes; 4:312mg/dl fasting: yes; 5:171mg/dl fasting yes. Customer states she received hi, although a hi could not be verified in the meter's memory. Customer states that yesterday she had to go to the emergency room because of her diabetes and blood pressure, the glucose results obtained at the emergency room were in the 500mg/dl's.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).